Event description:
The rptr indicated that during an implant, the ventricular lead perforated the pt's heart. The pt's heart was weakened by a heart attack, and all attempts (thoracotomy) to save the pt were unsuccessful and consequently the pt expired. The rptr also stated that the device remained in the pt, thus was not explanted.